Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation. And although, we could not specify the root cause of the suggested event. However, it is likely, the defect was caused by stress of repeated use, external factors or handling. The events can be detected and prevented in accordance, with the following sections of the instructions for instructions for use: ¿3.3: inspection of the endoscope: 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope's connecting tube had peeling coating. There were no reports of patient involvement.